Event description:
It was reported via literature that a pericardial effusion occurred. A retrospective, single center study was performed to assess the outcomes of radiofrequency transeptal puncture versus mechanical needle transeptal puncture during catheter ablation procedures. Procedure summary: six hundred and seventeen (617) patients were enrolled in the study, four hundred and thirty-five (435) of which received radiofrequency transeptal puncture via versacross access solutions and one hundred and eighty-two (182) received mechanical needle transeptal puncture. In the radiofrequency transeptal puncture cohort, the versacross access solutions wire was advanced into the left atrium to complete transeptal access. In all procedures using the versacross access solutions obtaining left atrial access was successful. Event summary: of the 435 patients which underwent radiofrequency transeptal puncture via the versacross access solutions, one (1) patient experienced a pericardial effusion which required a pericardiocentesis. The pericardiocentesis was performed and the ablation procedure was successfully completed. No further information on the status of the patient is available.

Manufacturer narrative:
B3 date of event: article publish date used as event date is unknown. Cesena baez, v. J., et al. (2026). Assessing the feasibility of radiofrequency wire based transseptal puncture in fluoroscopy only pulsed field ablation workflows. Journal of cardiovascular electrophysiology, 37(1), 194 to 198. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.